Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that at an unspecified time on (B)(6) 2017, she obtained blood glucose readings of ¿2.3, 5.0 and 3.0 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that when the alleged issue occurred, she was not taking any medication to manage her diabetes and that she continued to follow her usual diabetes management routine. The patient stated that at around the time of the alleged issue, she developed symptoms of ¿heartbeat, anxiety, blurry vision, wanted to vomit and feeling cold;¿ symptoms she associated with low blood glucose. In response to the symptoms, the patient claimed she treated herself with juice at around 9:30 am. The patient claimed her blood glucose was tested on another device at around the time of the alleged issue and a result of ¿5.1 mmol/l¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr documented that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.